Manufacturer narrative:
Follow-up #1 11/17/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the reported complaint was the pump not saving carbohydrate information put into the pump during bolus programming. The download history showed only ezbg and normal boluses. Carbohydrate entry is not an option during an ezbg bolus therefore the information would not show in the pump history. No history recording issues were found during testing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The patient's mother contacted animas alleging a memory issue with the pump. The reporter claimed the pump was not saving carbohydrate information entered into the pump when programming boluses. There was no reported patient impact as result of the alleged issue. At the time of troubleshooting, customer support noted that boluses on download history from (B)(6) 2011 showed that ezbg menu feature was used on (B)(6) 2011, (B)(6), 2011 and (B)(6) 2011. During review of pump history, customer support noted that the information listed in the download history correlated with the information noted in the pump history. However, the reporter claimed the patient uses ezcarb menu 95% of the time and information was missing from the download history report and pump's history. This complaint is being reported because the alleged complaint was unresolved at the time of troubleshooting.